Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 93 months ago. Vessel and aneurysm morphology at the time of implant are unknown. Currently vessel morphology was reported as there was no tortuosity and no calcification in the iliac arteries. The patient presented at a routine follow up and the CT revealed a type iii endoleak, fabric in the right iliac limb. It was reported that the patient was treated with coils for a type ii endoleak on an unknown date. The physician could not determine the exact cause of the type iii endoleak, fabric however he believes that the type ii endoleak may have occurred due to the aneurysm enlargement. The physician elected to implant a talent converter and an occluder; a femoral to femoral bypass was preformed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).